Event description:
The manufacturer received information alleging a ventilator's display screen was blank. The device was not in patient use. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's lcd screen and system board to lcd cable were replaced to address the issue.